Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: the initial reporter facility name is (B)(6) hospital; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of balloon burst was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure to treat stricture performed on an unknown date. During the procedure, it was reported that the device was inflated but burst within seconds while in the stricture. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.